Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-14236. It was reported the patient experienced ineffective therapy due to lead migration. In turn, reprogramming was unable to resolve the issue. The issue was confirmed via x-rays. In turn, surgical intervention may take place at a later date to address the issue.